Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
The spinous process clamp was replaced and the damaged part was returned to the manufacturer for analysis. Investigation found that as reported, the retainer ring has been pulled from the tip of the adjustment screw and is missing. The retainer ring gets pulled when the adjustment screw is backed out further than the design will allow. With the retainer ring missing, the adjustment screw would be able to set the clamp but would not be able to release it. The hardware investigation found that reported event was related a physical damage mode; pieces missing.

Event description:
A medtronic representative reported that, while in a lumbar fusion procedure, the spinous process clamp would not open when the surgeon was trying to remove it. He was able to get it off with no effect to the patient after a 3 minute delay to the procedure due to this issue. The washer had come off. There was no impact on patient outcome.